Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. The proximal aorta was 27 mm in diameter. The distal aorta was 29 mm in diameter. The right iliac artery was 17, 15, 18 mm in diameter. The left iliac artery was 14, 17, 16 mm in diameter. The right and left femoral arteries were 11 mm in diameter. The right iliac artery was moderately tortuous and the left iliac artery was severely tortuous. It was reported that during the index procedure the physician had access difficulties due to the tortuous left common iliac. The endurant stent graft was successfully delivered. At the patient¿s one month follow-up CT with contrast the aneurysm measured 5.3 cm in diameter. During the patient¿s one year follow CT with contrast up the aneurysm increased to 5.4 cm in diameter. When the patient came back for the two year follow up CT with contrast the aneurysm had increased again to 6.0 cm in diameter. No endoleak was present. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (aneurysm enlargement). (Unknown cause of aneurysm enlargement). (B)(4).